Event description:
Surgeon put the femoral head onto the cemented exeter stem and complained that the head appeared to be very loose on the stem - he impacted the head using the head impactor and the femoral head slipped off the stem taper when he touched it with his fingers. I opened another femoral head of the same size which did not appear as loose when he positioned it on the stem he impacted this head and the taper engaged and he was unable to remove it with his fingers.

Event description:
It was reported that the pulse generator exhibited high current drain. A software download in 2009 was unsuccessful. It was noted at interrogation the following month that the pulse generator which was set to unipolar, had programmed itself to the bipolar configuration. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain. The hybrid was removed for further analysis, the reason for the high current drain could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.